Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a substance on the surface of the lens was noted. The pt complained about photophobia and glare. The surgeon examined the pt on several occasions and decided to explant the iol because the quantity of the substance was increased. The pt is doing well.